Manufacturer narrative:
A promus element plus,mr,ous 2.75x24mm stent delivery system (sds) was returned for analysis. A visual examination of the stent found stent damage. Stent strut on proximal end lifted and pulled in a distal direction. The undamaged stent od (outer diameter) was measured using snap gauge and the result was within max crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of distal tip damage. A visual and tactile examination of the hypotube shaft found a kink in the hypotube located 16.5cm distal to the distal end of the strain relief. A visual and tactile examination of the outer and mid-shaft section and a visual examination of the inner lumen found no issues along the shaft polymer extrusion. No other issues were identified during analysis.

Event description:
Reportable based on device analysis completed on 02sep2020. It was reported that difficulty crossing lesion occurred. The target lesion was located in severely calcified radial artery. A 2.75x24mm promus element plus stent was advanced but could not cross the lesion after several attempts. The procedure was completed with a different device. There were no patient complications reported and the patient status was stable. However, returned device analysis revealed a stent damaged.